Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had the image distorted during inspection for use, prior patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was chipped. Component failure of the light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image distorted issue was not detected. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.